Event description:
Additional information received reported that the patient had been resting, taking aspirin and limiting her lifting and climbing. The patient's pain at the implantable neurostimulator (ins) site had not been resolved. The patient had seen a physician 3 times and the manufacturing representative was not there. The patient's pain had been increasing and they were having pain down the right leg. The patient had an appointment on (B)(6) 2015. The patient wanted to see if the battery needed to be replaced. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer reported there was pain at the implantable neurostimulator (ins) site. It was occurring daily. The patient was already having pain at the ins site, but then a week prior to this report she caught her ins on the plastic arm on the bus seat and the pain worsened. There were no accidents reported prior to that. The patient stated the pain increases if she lays in a certain way. The patient was going to call the device manufacturer's representative (rep) to schedule an appointment. The patient was also going to follow-up with the health care provider (hcp). This was a sudden change in therapy/symptoms. Medical history includes radicular pain syndrome (radiculopathies). If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she still had pain at the implant site and had been having issues with the battery. The manufacturer representative had looked at the battery and did some reprogramming. It was noted that the consumer had felt intense pain and burning when she slid out of her seat and the battery somehow got hooked on the chair. The consumer couldn't move and was crying, but it went away after about half an hour. It was noted on 2015 (B)(6) that it didn't hurt as much and was just bruised from the event so it was still a little sore. The consumer thought she just had an injury to the pocket. The pocket soreness was being addressed by the health care provider.